Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
It was reported that during use, the stopcock was connected to the triple lumen. The IV tubing was connected with heparinized saline solution and when flushing, a leak was noted. It seemed to be coming from the seam, where it is bonded together and not at the two open ends. The stopcock was replaced with one from inventory stock. There were no pt injuries or complications and the patient's outcome was normal.